Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that there was foreign material inside of the light guide lens of the duodenovideoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed inside the light guide lens. It was not possible to identify the foreign material. As the foreign material was not on the external surface of the device, it could not be removed by reprocessing. A definitive root cause was not identified. Additionally, the adhesive around the light guide lens came off which was likely attributed to physical stress from hitting/dropping or chemical stress from chemical solutions used in reprocessng. As a result, humidity may have invaded the lens which lead to corrosion. The suggested event is detectable by handling the device in accordance with the following IFU. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.